Event description:
Patient called smith & nephew representative in 2007 informing him that he will be undergoing a revision surgery in about 2 weeks to remove the calaxo screw.

Manufacturer narrative:
Product recall initiated.